Manufacturer narrative:
Complaint conclusion: as reported, a contralateral approach was made from the common femoral artery with a non-cordis sheath introducer. A non-cordis balloon catheter inflated in the lesion as a pre-dilatation, and a smart control stent (iliac 6x60ml) was inserted. However, the smart control stent could not advance through the lesion with heavy eccentric calcification. The guidewire (chevalier universal, fmd) was replaced with a new non-cordis guidewire and attempted to deliver the smart control stent. The tip of the stent went through the lesion, but the stent delivery sheath was caught by the calcification. The guidewire was replaced with a new non-cordis guidewire and attempted to deliver the stent, but could not deliver it to the lesion. Therefore, the stent was removed from the patient and it was confirmed that the distal tip of the stent was exposed from the sheath and could not be retracted in. The physician decided not to implant the stent and the procedure was completed with a balloon dilatation (5mm*40mm). The procedure was completed successfully. There was no reported patient injury. The product was clinically used and will be returned for analysis. The patient¿s information was unknown. The target lesion was the peripheral portion of the superficial femoral artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. The length of the lesion was 5 cm. The product was stored and handled according to the IFU. The product looked normal when removed from its packaging. The product was inspected and prepped according to the instructions for use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. When removed from the tray, the stent was still constrained within the outer member/sheath. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. There was nothing unusual noted about the stent delivery system prior to use. The device was prepped in the tray. The target lesion vessel diameter was 4.8 mm. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was difficulty accessing the lesion with a guidewire. The stent delivery system did not pass through any acute bends. There was difficulty tracking the device through the vessel to get to the lesion. There was no unusual force used at any time during the procedure. The sds did not have to pass through a previously placed stent. There were no other anomalies noted when the device was removed from the patient. A non-sterile unit of smart control, iliac 6x60ml was received inside of a plastic bag. The device was received undeployed. The stent was received within its original position. The lock pin was not received. No anomalies or damages were observed on the received unit. Functional test was performed successfully. The stent was deployed without any difficulty. A device history record (DHR) review of lot 17521792 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without procedural films available for review, the reported stent delivery system failure to cross and tracking difficulty are unable to be confirmed. The exact cause could not be determined. Failure to cross is most commonly related to the patient anatomy, operator technique, and appropriate device selection. The relationship between the failure to cross and the device is not clear, but factors such as described may have impacted the event. The reported stent delivery system- deployment difficulty - premature/in patient - during advancement was not confirmed by analysis of the returned undeployed device. The exact cause of the reported event could not be confirmed. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Neither the DHR nor the analysis of the device suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a contralateral approach was made from the common femoral artery with a non-cordis sheath introducer. A non-cordis balloon catheter inflated in the lesion as a pre-dilatation, and a smart control stent (iliac 6x60ml) was inserted. However, the smart control stent could not advance through the lesion with heavy eccentric calcification. The guidewire (chevalier universal, fmd) was replaced with a new non-cordis guidewire and attempted to deliver the smart control stent. The tip of the stent went through the lesion, but the stent delivery sheath was caught by the calcification. The guidewire was replaced with a new non-cordis guidewire and attempted to deliver the stent, but could not deliver it to the lesion. Therefore, the stent was removed from the patient and it was confirmed that the distal tip of the stent was exposed from the sheath and could not be retracted in. The physician decided not to implant the stent and the procedure was completed with a balloon dilatation (5mm*40mm). The procedure was completed successfully. There was no reported patient injury. The product was clinically used and will be returned for analysis. The patient¿s information was unknown. The target lesion was the peripheral portion of the superficial femoral artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. The length of the lesion was 5 cm. The product was stored and handled according to the IFU. The product looked normal when removed from its packaging. The product was inspected and prepped according to the instructions for use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. When removed from the tray, the stent was still constrained within the outer member/sheath. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. There was nothing unusual noted about the stent delivery system prior to use. The device was prepped in the tray. The target lesion vessel diameter was 4.8 mm. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was difficulty accessing the lesion with a guidewire. The stent delivery system did not pass through any acute bends. There was difficulty tracking the device through the vessel to get to the lesion. There was no unusual force used at any time during the procedure. The sds did not have to pass through a previously placed stent. There were no other anomalies noted when the device was removed from the patient.

Manufacturer narrative:
The device is available for analysis but has not yet been returned for testing and evaluation.  Additional information is pending and will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17521792 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, a contralateral approach was made from the common femoral artery with a non-cordis sheath introducer. A non-cordis balloon catheter inflated in the lesion as a pre-dilatation, and a smart control stent (iliac 6 x 60 ml) was inserted. However, the smart control stent could not advance through the lesion with heavy eccentric calcification. The guidewire (chevalier universal, fmd) was replaced with a new non-cordis guidewire and attempted to deliver the smart control stent. The tip of the stent went through the lesion, but the stent delivery sheath was caught by the calcification. The guidewire was replaced with a new non-cordis guidewire and attempted to deliver the stent, but could not deliver it to the lesion. Therefore, the stent was removed from the patient and it was confirmed that the distal tip of the stent was exposed from the sheath and could not be retracted in. The physician decided not to implant the stent and the procedure was completed with a balloon dilatation (5 mm*40 mm). The procedure was completed successfully. There was no reported patient injury. The product was clinically used and will be returned for analysis. The patient¿s information was unknown. The target lesion was the peripheral portion of the superficial femoral artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. The length of the lesion was 5 cm. The product was stored and handled according to the IFU. The product looked normal when removed from its packaging. The product was inspected and prepped according to the instructions for use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. When removed from the tray, the stent was still constrained within the outer member/sheath. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. There was nothing unusual noted about the stent delivery system prior to use.